Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 08-nov-2016 which refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, and abdominal pain. She had never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve them. On (B)(6) 2013, she underwent surgery to remove one of her essure coils. At that time, she was informed that her essure coil had migrated out of her fallopian tube. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and was informed that her essure coil had migrated out of her fallopian tube, after underwent a surgery to remove one of her essure coils. The event, seen as device dislocation, is anticipated in the reference safety information for essure. The exact date and mechanism of dislocation were not reported. Considering the event's nature, it was assessed as related to the suspect insert. This case was regarded as incident, as a surgical procedure was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 14-dec-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and was informed that her essure coil had migrated out of her fallopian tube, after underwent a surgery to remove one of her essure coils. The event, seen as device dislocation, is anticipated in the reference safety information for essure. The exact date and mechanism of dislocation were not reported. Considering the event's nature, it was assessed as related to the suspect insert. This case was regarded as incident, as a surgical procedure was required. In addition, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.